Manufacturer narrative:
Additional information provided in b4, g6, h2, h3, h11 corrections provided in h6 (type of investigation, investigation finding, and investigation conclusion) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
12 syringes impacted from lot 3338052. A separate medwatch will be submitted for other listed lots. See medwatch completed section c attached.

Event description:
Consumer reported finding several boxes with some syringes within - plungers will not move smoothly before during insulin into syringe. Has a total of 42 syringes with unknown amounts to the lot numbers provided. Dc. Lot # 3338052, lot #1158107, lot # 2353336, lot # 2227414, catalog# 320440. Date of event unknown. Sample status awaiting sample.